Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unusual issue in which three lines appear on the screen after the countdown instead of a blood glucose reading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.